Event description:
A barostim system was implanted on (B)(6) 2026, and it was noted that the patient had a history of going vagal. Following the procedure, it was reported that the patient coded. Per the opinion of the physician, the patient had a vagal response, and the event was unrelated to the procedure. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the patient had a vagal response and the event was unrelated to the procedure as the patient had a history of going vagal. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fileds: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).